Event description:
Information was received from a  patient (pt)  regarding an implantable neurostimulator (ins) . The reason for the call was pt initially wanted help turning off the voice assistance on their handset. Agent walked patient through turning off the voice assistance command on their handset. Patient stated that due to the voice prompt, they could not charge their ins. Agent reviewed recharger general use. Pt then mentioned that if the therapy was on while charging their ins, once their done charging they would feel some sort of sciatic pain along their back down to their leg and this only happens when the therapy was on while they were charging. Pt stated because of this, they would turn the therapy off while charging their ins. Agent reviewed and redirected patient to their healthcare provider (hcp) to further address the issue. When asked about event date, pt stated that it had been a while.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.